Event description:
It was reported that "grafts break when inserting into disc space". Patient injury was not reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing record for the complaint device could not be reviewed. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time."